Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a general device replacement procedure, high thresholds and oversensing of noise was observed on this right atrial (ra) lead. Additional surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.